Event description:
It is alleged that during a case the screw under the left arm of the cannula amount fell off. It was reported that the screw was retrieved with no adverse effects to the pt and the case was completed successfully.